Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a repositioning attempt during the implant procedure, the lead adhered to the endocardium. It was further reported that the helix was damaged. The lead was removed and replaced. No patient complications have been reported as a result of this event.